Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received. The 510k number is unknown as the model number is unknown at this time.

Event description:
It was reported that the swan ganz catheter was being removed from the patient without any resistance. However, at the end of the procedure, when the catheter was almost out, it snapped outside the patient and broke into two pieces with optic fiber exposed. The catheter was able to be fully removed from the patient without incident. The patient remained stable and vital signs were within normal limits. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Although the device was anticipated for return, it was later indicated that the device was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Correction: lot number was not provided; therefore review of the manufacturing records could not be completed.